Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. This was associated with an epiq 5g ultrasound system. There was no patient or user harm associated with this event. The service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.